Event description:
Per op report: this valve was explanted due to endocarditis and subsequent pv leak. At explant, the valve was noted to be "normal" but was "tilted in the area of the left and noncoronary sinus" where there was a paravalvular leak. The "true" aortic annulus was "proximal to this area". "Soft tissue" was observed in the area of the left and right noncoronary sinus and thought to be the "site of active infection". The valve was replaced with sjm 21ahpj-505.